Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician confirmed that the audible alarm level sounder was low. The alarm sound test failed for low alarm volume of 72.60 db; which is lower than its spec range of 75.00 - 95.00 db. The alarm sounder was then replaced.

Event description:
The customer reported the model ltv (lap top ventilator) 1150 ventilator had a low audible alarm level. This was found during service so there is no patient involvement.